Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about the low blood glucose levels. Customer stated that their blood glucose value was in the range of 45mg/dl to 48mg/dl and then 50mg/dl later. Customer decline to troubleshoot foe the low blood glucose levels. Insulin pump will not be returned for analysis.